Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the oxygen (o2) sensor. The customer reported to have replaced the o2 sensor and that all tests passed. Covidien was not authorized to repair the device.